Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received three appropriate treatments which converted the arrhythmias to a slower rhythm and one inappropriate treatment.   The device was started up at 08:55:49 on (B)(6) 2022. At 01:10:31 on (B)(6) 2022, an arrhythmia was detected. ECG shows sinus rhythm @ 95 bpm with bigeminy, trigeminy, and pauses. The rhythm then degrades to vt @ 220 bpm. At 01:11:09, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 210 bpm. Post shock rhythm was severe bradycardia/sinus bradycardia from 10-40 bpm. At 01:11:33, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus bradycardia @ 30 bpm with pvc's and motion artifact. Post shock rhythm was sinus bradycardia @ 30 bpm with pvc's and motion artifact. At 01:18:25, the patient received the second appropriate treatment. The rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was sinus rhythm @ 75 bpm degrading to vt @ 210 bpm. At 01:19:31, the patient received the third appropriate treatment. The rhythm at the time of treatment was vt @ 180 bpm. Post shock rhythm was sinus bradycardia from 25 bpm degrading to asystole with intermittent cardiac activity. The rhythm then transitions to sinus bradycardia @ 40 bpm with pvc¿s. The electrode belt was disconnected at 04:09:40 on (B)(6) 2022. The patient passed away on (B)(6) 2022.